Event description:
It was reported that a dye study on 2014 (B)(6) determined that a catheter break occurred at the spinal entry area. A catheter revision occurred on 2014 (B)(6), where the healthcare provider (hcp) used a distal catheter revision kit and attached it to the existing proximal catheter segment. During the revision, it was determined that catheter was completely broken. The hcp suspected that it had rubbed against the patient¿s spinal process and finally broke. It was unknown if the patient experienced any symptoms or complications associated with the event. The device system was used to deliver lioresal, dilaudid, and sufenta. The patient¿s medical status prior to the report, patient symptoms, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).